Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker patient with complete heart block had been having syncopal events for past 24 hours. Boston scientific technical services (ts) review found stored non-sustained episodes with noise, and a suspicious plateau of pacing impedance on the right ventricular (rv) lead over the past few days. During review they believe that there may have been some dropped beats that the patient was able to feel. The noise was resetting the v-v timing, and there may have been pacing inhibition of greater than two seconds. The pacemaker was explanted and replaced, and the rv lead was surgically capped and abandoned. No additional adverse patient effects were reported.